Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Fse (field service engineer) was dispatched and on 22-mar-2016 found cup holder of reagent tip lane sticky, cleaned with etoh. Reset alignment of sorter to reagent tip lane. Ran patients this night, no errors. Cleaned and lubed all mechanicals. Followed-up with the customer on 23-mar-2016 and found that there were no errors during night, ran qc and patients with no errors. The most probable cause of the reported event was a dirty cup holder in reagent tip lane.

Event description:
On (B)(6) 2016 the customer reported error 4053 - sorter z axis home over-run with their aia-2000 analyzer. Customer reported they tried to do all set home but the system did not allow them to ran it. The customer is unable to run bhcg fsh e2 lhii and afp patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting bhcg fsh e2 lhii and afp patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.